Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported diabetic ketoacidosis (dka), hospitalization, and an emergency cesarean section were required. According to the report, on (B)(6) 2024 the patient was 8 months pregnant and noticed she was having difficulty managing her blood sugar. The patient reported receiving alerts from her dexcom that she was experiencing high blood glucose levels. Attempts for correction using her omnipod device were unsuccessful. The patient's blood glucose levels were not decreasing or responding to insulin adjustments and bolus doses that were programmed. Through the insulet complaint investigation process, additional event details were obtained. The patient reported having laser eye surgery at the hospital earlier in the day. Shortly after they then had a routine ¿non-stress test¿ with her obgyn at the hospital. During the procedure/test the clinician determined the patient was in dka, the fetus was in distress, and an emergency c-section was required. During the c-section the pod was removed and discarded, the patient was managed with IV insulin and injections until her blood sugar levels stabilized. The patient reported her baby required admission to the nicu for blood sugar management issues for a couple days following delivery. When follow-up information was received insulet, confirmed both the patient and her new baby are doing well.